Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. Isi did receive a da vinci mtm involved with this complaint to perform failure analysis and the investigation was completed. The reported issue was confirmed via the logs, but could not be reproduced. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without issues. All tests that were performed passed. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 25521 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This complaint is being reported based on the following conclusion: the master tool manipulator (mtm2) was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, clinical territory associate (cta) reports, the left master tool manipulator (mtm) was faulting. The cta stated the non-recoverable fault required them to disable the manipulator or cycle system power. The cta stated fault number is 25521. The live logs were not available at the time. The technical support engineer (tse) asked the cta to request surgeon to move to other surgeon side console (ssc) if the fault kept returning. The surgeon continued the case robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system initially powered on without errors. The procedure was completed robotically. This was a dual console configuration, and it was confirmed that the surgeon moved to the other surgeon side console (ssc).